Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - the patient had the primary surgery in june, it was a workman's compensation case. After physical therapy the patient felt, "popping/dislocation/unstable." The surgeon put in a neutral neck and increased the head size.